Event description:
It was further reported that the target lesion was a long, totally occluded lesion. Prior to the study carotid wallstent placed, another manufacturer's stent was also placed in the lesion. The in-stent restenosis was noted to be located within the carotid wallstent portion of the vessel.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6). It was reported that following a carotid artery stenting treatment procedure the patient experienced low blood pressure, transient ischemic attack (tia), and in-stent restenosis. The index procedure treated the right common carotid and internal carotid artery. Access was obtained via the right femoral artery. A filterwire ez was placed. The lesion was predilated, a 10.0x31mm carotid wallstent was placed, and post dilation was performed resulting in 0% residual stenosis. During the implant procedure, thrombus aspiration was also performed. The same day as the index procedure, the patient experienced low blood pressure which was treated with a vasopressor resulting in an "improved" outcome two days post procedure. Nine days post procedure a tia occurred. Two days later in-stent restenosis occurred. The tia and in-stent restenosis were treated medically. However, post-tia the patient's condition was improved and post in-stent restenosis it was unchanged after 30 days.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).